Event description:
It was reported that the patient was getting shocks, so patient went to ER. Pacing impedance > 3000 ohms. Oversensing noted on ventricular egm causing inappropriate shocks. At doctor's order, device was turned off. Patient coded on gurney while going from ER to or and died.